Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. An expired sealed 8fr angio-seal device was returned for product evaluation. Visual inspection was performed. The sheath was checked for maneuverability using digital pressure. Upon examination, it was found that the sheath was brittle, and it shattered upon application of digital pressure. It was also noticed that the shelf life of the returned device was expired upon receipt. The device was within expiry date when it was at the facility. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Event description:
The user facility returned an unused device, upon opening the package the sheath was found to be brittle and when digital pressure was applied it shattered. Additional information was received on 14nov2019. The device was stored in the equipment at normal temperatures.